Event description:
It was reported that the patient had intermittent no external power alarms while connected to alternating current (ac) power. It appeared that the primary controller power cables were worn out and kinked. The faulty controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of no external power alarms and damaged power cables were able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 9 days (23jun2022 ¿ 01jul2022, 19jul2022 per timestamp). Events captured on 19jul2022 took place in the testing labs at abbott. No external power alarms were active on 23jun2022 from 16:19:07 ¿ 16:19:09 due to dual disconnections of the power cables. The backup battery was able to provide power to the system during the alarms. The alarms cleared once the power cables were reconnected to power. The driveline was disconnected on 30jun2022 at 12:35:05 and the controller was shut down at 12:35:42. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing and did not pass; however, the controller was connected to a mock loop and was able to operate with no alarms active. The controller power cables were cut open and extensive fluid ingress and damaged wires were found. The root cause of the reported event of no external power alarms was conclusively determined to be caused by user error; however, the root cause of the reported event of the damaged power cables was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.. No further information was provided. The manufacturer is closing the file on this event.